Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity."

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2015 due to pain and a loose femoral stem. The modular head, liner and femoral stem were removed and replaced.